Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where the implant was attempted but aborted. The patient has a pfo (patent foramen ovale). An asd (atrial septal defect) closure device was placed 5 days prior to the procedure. During the pascal procedure, the physician elected to go posterior to the closure device and crossed at the pfo. It is believed as the pfo was crossed and gs (guide sheath) flex added, to get posterior and gain height, the superior portion of the asd was dislodged. This may have caused increased shunting across the septum causing the patient to become unstable. The patient was desaturating as the physician attempted one grasp with the pascal device at a2p2 and was unable to optimize the position and orientation. To stabilize the patient, the physician elected to bailout the device and repair the septum with an additional closure device, supporting the original device and encompassing the pfo. The patient was also placed on a balloon pump and ECMO (extracorporeal membrane oxygenation) for further stabilization. Mr (mitral regurgitation) remained severe.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 type of investigation: labelling review. The complaint for interaction with previously implanted devices was confirmed with empirical evidence based on complaint description. Available information suggests procedural context likely contributed to the event due to physician electing to go posterior to the closure device and crossing at the pfo (patent foramen ovale). It is believed as the pfo was crossed and gs (guide sheath) flex added, to get posterior and gain height, the superior portion of the asd was dislodged. Therefore, the most likely cause of this event is due to operational context. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.